Event description:
The service report shows that while performing an incoming evaluation of the device, the device failed the normal volume test. The service technician inspected the device and discovered that the motor gearlash was out of specification. The motor was replaced and the unit passed extended testing. This report is not an admission by MFR that this device caused or contributed to the event alleged in this report.